Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose the customer¿s blood glucose level was 486 mg/dl at the time of the incident and current blood glucose was 486 mg/dl. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injection. The customer was advised to confirm accuracy of bolus wizard settings. Customer reports bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.